Manufacturer narrative:
The device has not been received for analysis; therefore, a technical analysis could not be performed. The visible air/bubbles allegation was not confirmed. Device history record (DHR) review: the DHR for cl14633 was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review was completed and confirmed that the event of visible air/bubbles was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Label review: the instructions for use were reviewed and it did not reveal any evidence of device off-label use or failure to follow instructions. There is no evidence that any updates to the document are required at this time. The device was not returned for analysis; therefore, the reported event was unable to be confirmed. Product record review revealed no additional information related to the complaint. The conclusion code "cause not established" was selected as the investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
A faradrive steerable sheath clear was selected for use, and no issues were noted during its preparation. However, after inserting the farawave catheter and attempting to aspirate through the sheath 3 way stopcock, air was introduced. The physician suspects a possible micro perforation in the stopcock that allowed air to enter during aspiration. The device was replaced and the procedure was completed without any patient complications. The device has not been received at boston scientific at this time.

Event description:
A faradrive steerable sheath clear was selected for use, and no issues were noted during its preparation. However, after inserting the farawave catheter and attempting to aspirate through the sheath 3 way stopcock, air was introduced. The physician suspects a possible micro perforation in the stopcock that allowed air to enter during aspiration. The device was replaced and the procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.